Manufacturer narrative:
Batch review performed on 12 march 2019: lot 179371: (B)(4) items manufactured and released on 03-may-2018. Expiration date: 2023-04-24. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported. Clinical evaluation performed by medical affairs director on 14 march 2019 femoral component revision surgery occurred 6 months after primary cementless total hip arthroplasty. Radiographic image provided shows the presence of a subsided stem. The reason of this event may be an undersized stem but also other factors may play a role.

Event description:
Revision surgery 6 months after the primary surgery due uncemented stem subsidence. The surgeon revised the stem and head. The surgery was completed successfully.